Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section e other occupation. Upon investigation of the actual device used in this incident, it was determined that smart remote manager failed. The field service engineer removed and replaced the latch, and the system successfully passed testing using the hardware test application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager had failed repeatedly and the latch opened and closed quickly without giving the user time to open the refrigerator. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager had failed repeatedly and the latch opened and closed quickly without giving the user time to open the refrigerator. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.